Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use: "evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the event. Evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The returned device was evaluated and there were few findings. Adhesive on bending section cover was detached. Due to wear of angle wire, bending angle in up/down/right direction does not meet the standard value. Connecting tube had a dent. Suction cylinder and forceps channel port was shaved. Scratches were found on distal end cover, universal cord, scope connector, scope connector cover and light guide cover glass. Due to annual inspection, parts must be replaced. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer returned the duodenovideoscope as part of annual inspection. An evaluation of the returned device revealed presence of foreign material inside the forceps elevator. The foreign material was yellowish/brown in color but it was unknown what the foreign material was. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.